Event description:
The customer reported that the system will not cine. The cine is grayed out.

Manufacturer narrative:
The ge service rep found that the cine drive was bad and requires sbc upgrade to replace drive with new drive. The customer obtained a new cine drive from an outside source and asked for us to reformat it. The ge rep reformatted the cine drive and checked the system for correct operation. The system operates as intended.